Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the site coming apart when trying to remove the blue cap on (B)(6) 2026 led to high blood glucose. The high blood glucose level was treated with correction injection via mdi (multiple daily injection).